Manufacturer narrative:
The suspect device was returned for investigation. A review and evaluation of the event history log confirmed the error had occurred. The error was able to be duplicated during testing. Further evaluation found the clutch halves worn out. The clutch wear issue was related to normal wear, as the pump is over 6 years old. Clutches and lead screw were replaced. After repair and recalibration, the pump was found to pass testing. No corrective actions are planned at this time.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.